Event description:
It was reported by service report that the head left siderail ibed awareness was not working, and the ibed leds on the footend siderails were not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result codes: ibed switch. Damaged leds.